Event description:
Procedure: pneumonectomy. Sex: unk. Reportedly, when the device was applied the staples did not form properly. However the knife cut the tissue which resulted in an unspecified amount of blood loss. The surgeon finished the operation by converting to a thoractomy and the pt is fine subsequent to the procedure.

Manufacturer narrative:
Date of initial report: 11/6/2006.